Manufacturer narrative:
We evaluated one opened/used reservoir. We performed pre-fill test to reservoir and reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion no air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir was getting air bubbles which would get into the tubing. He reported that the reservoir wouldn't move. The reservoir was removed and replaced, but it did not resolve the issue. The blood glucose reading was 250 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.